Event description:
On (B)(6), 2010, a doctor reported that a crown that had been placed with maxcem elite cement de-bonded and was swallowed by the patient. This is the fourth of four reports.

Manufacturer narrative:
A doctor reported that a crown that had been cemented with maxcem elite had debonded and was swallowed by the patient. Althought the crown was not retrieved, the doctor stated that the patient has not reported any problems or experienced any health issues. Neither an evaluation nor a review of the manufacturing records could be conducted, as the product was not returned from the doctor, nor did the doctor provide the lot number(s) used. Because no further investigation is possible, the cause for the debond remains inconclusive.